Event description:
The customer called to report high blood glucose levels. The reported blood glucose reading was 425 mg/dl. Troubleshooting was performed, and the time was not programmed correctly. The daily totals did not add up correctly either. Advised that the insulin pump would be replaced. The customer stated that she would be going to the ER to get her blood glucose levels treated. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.